Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
The customer reported via phone call that they received a motor error alarm and had a blank display. The customer's blood glucose was 331 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and was unable to prime during prime test due to faulty force sensor resistor. All of the buttons functioned properly and no moisture damage was found on the keypad traces or button error alarm noted. The keypad connector was fully locked. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. The motor passed motor test. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.